Manufacturer narrative:
The balloon catheter 2af283 with lot number 56341 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter had been used for eight applications. During inflation the shape of the balloon was non-spherical and the push button was retracting during inflation. The dissection/pressure test showed a guide wire lumen kink which deformed the shape of the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.